Event description:
Customer phoned to report pledget separation with 3 ubk click regular tampons. She has experienced the issue with single tampons from 3 different boxes over the past several months. In each case manual removal was successful and no medical care was required.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. Device not returned.